Event description:
It was reported that the insulin pump alarmed button error. Customer stated that she is unable to clear the alarm. Customer's blood glucose reading was 113 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted on the device: minor scratches on the lcd window, cracked case near display window corners, and cracked reservoir tube lip.